Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery alarm. The customer¿s blood glucose was 317 mg/dl and blood glucose was 159 mg/dl at the time of the incident. The customer was treated with manual shot. The customer had symptoms such as nausea. It was reported that the customer was alleging possible pump under delivery. The customer stated that the insulin pump was not giving her insulin. The customer declined troubleshooting was high blood glucose. The insulin pump will be returned for analysis.